Event description:
Procedure: tonsillectomy. Reportedly, a flash occurred when the surgeon was stepping on the bovie pencil to cauterize the tissue. The insulation around the tip melted. Pt was not burned and there was no injury reported. The surgeon removed and used another device to complete the procedure. Procedure: t + a.